Manufacturer narrative:
As of (B)(6) 2024, the patient is stable and remains on the same excor blood pump. The excor blood pump pu valves; 15 ml in/out; ø 9 mm; rvad, sn (B)(6) was in use on the patient since (B)(6) 2024 to date. The event occurred on 2024-10-15, (40 days) after the pump was placed on the patient. The patient was originally implanted with an excor pediatric vad system in lvad configuration on (B)(6) 2024 and an additional rvad was implanted on (B)(6) 2024. We have reviewed the production records of the rvad excor blood pump, sn (B)(6) and the pump was produced according to our specifications. The other pump lvad, sn (B)(6) associated with this event is submitted as 3004582654-2024-00053.

Event description:
Berlin heart gmbh clinical affairs was informed by the clinic on (B)(6) 2024 that the patient supported with excor vad system in bvad configuration had an ischemic stroke with right hemiplegia on (B)(6) 2024. CT scan showed no bleeding / no hydrocephalus. The ischemic lesion occurred in the left medial cerebral artery territory. The patient's neurological status was stable. The patient had no seizures and no deficits worsening. Furthermore, eeg showed epileptically-like activities, no clinical appearances/seizures. Tte showed fully relieved and small right ventricle and partially relieved lv. No deposits were noted in the lvad blood pump pu valves; 15 ml in/out; ø 9 mm (sn (B)(6) ), however, small pin point deposits were seen in the rvad blood pump pu valves; 15 ml in/out; ø 9 mm (sn (B)(6) ) at the time of the event. Two days later the pin point deposits disappeared. The pumps were clean. The excor pump maintained complete full fill and ejection and functioned as intended. The patient was originally implanted with an excor pediatric vad system in lvad configuration on (B)(6) 2024 and an additional rvad was implanted on (B)(6) 2024.